Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator had lost radiofrequency(rf) telemetry. The implantable cardioverter defibrillator's software was upgraded, restoring the rf telemetry. The asymptomatic patient was in stable condition.